Manufacturer narrative:
(B)(4)

Event description:
Upon insertion of the tracheostomy tube in the patient, the cuff ruptured. There was no harm to the patient. Information regarding any required intervention was not provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). One sample of was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was conducted and it was observed the cuff presented a cut. Manufacturing process was reviewed and currently, there is no potential risk. All manufacturing controls were found effective and properly implemented to detect the reported failure mode.